Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not using the tandem-provided charging pad correctly and the pump subsequently shut off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer had a headache and nausea. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy. Tandem educated the customer on proper use of the tandem-provided charging pad.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.